Manufacturer narrative:
No conclusion can be made. The information provided alleges postoperatively the patient was treated for a surgical site incisional infection. Infection is a known inherent risk of surgery and can occur for a number of reasons extrinsic to the medical device. The product is sold sterile to the customer. At this time there is no connection that can be made to identify that the device used to treat the patient did cause or contribute to the alleged surgical site incisional infection. Regarding infection the warning section states the following: " if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported via (B)(6): on (B)(6) 2017 the patient underwent a tension free repair of a right sided oblique inguinal hernia. During this procedure a "budde filling patch" (davol perfix plug) was implanted. On (B)(6) 2017 the patient presented with pain at the incision site. Upon physical examination the vital signs were normal, and the possibility of surgical incision infection was considered. On (B)(6) 2017 the patient's incision was drained and the patient was treated with an antibiotic and sodium chloride injection. The fluid was sent for culture and was positive for bacteria. As reported, due to multiple surgical procedures, it is not clear whether the infection was caused by the use of the mesh.